Event description:
While drilling for placement of screw on anterior mandibullar compression plate, drill bit tip noted to be missing. Two (2)mm portion of drill bit fractured within bone. Broken portion retrieved from bone. No harm to pt.